Manufacturer narrative:
Device discarded after use.

Event description:
This was a left-sided lead extraction conducted in the or to remove one, non-functional mdt 6949 fidelis lead. The patient was prepared with an arterial line, fluoroscopy in use, tee and cvs available. The mdt 6949 was prepared with a lld #1 and lasing began with a 14f glidelight laser sheath with the teflon outer sheath. Lasing was uneventful, with minimal resistance and little scarring. While positioning the laser sheath near the ra the patient's pressure dropped. Cvs was called into the room, the laser sheath was removed and the blood pressure continued to drop. Within 5 minutes of the initial abp the cvs obtained access to the patient's heart and noted the mid-svc wall was gone. The patient was placed on bypass, a venous graft was used to successfully repair the svc and the patient was reported as being alert and responsive in the ICU later that evening.